Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that the patient returned for a follow up CT at four years and seven months post implant. It was noted that this was the first follow up the patient had done since implant. The CT revealed stent graft migration and a type ia endoleak. The top of the stent graft fabric was approximately 3-4cm below the lowest left renal artery. It was also noted that the physician needed to cover 6.5cm of length to get to the lowest left renal. Another manufacturer's device was placed overlapping the original main body graft, and an endurant 28x28x49mm cuff was placed landing below the lowest left renal artery. Ballooning was performed and the type 1a endoleak resolved. Five aptus endoanchors were placed proximally to keep the 28x28x49 cuff in place due to the patient's tortuous anatomy. The final angiogram confirmed resolution of the endoleak. The physician stated that the cause of the event was due to patient anatomy; specifically, an s shaped neck. No additional clinical sequelae were reported and the patient is fine.